Event description:
Cardiac monitor was turned on for routine use on non emergent pt. The screen would not display. Paramedic printed EKG strip but could not get screen to display. The monitor had been used on a previous call (cardiac arrest) less than 2 hrs before. No adverse pt effects, report only.